Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a powerflex pro balloon catheter (4mm15cm 135) burst. There was no patient injury reported. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: the balloon on a powerflex pro balloon catheter (4mm x 15cm x 135cm) burst. There was no patient injury reported. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon-burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ based on the paucity of available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.